Manufacturer narrative:
Manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number provided. Manufacturing records could not be reviewed without a lot number. Synex ii central body devices are currently the subject of a medical device recall. The primary root cause has been identified as wear of the locking mechanism. Specifically, the failure was a result of severe wear to a critical feature of the locking mechanism teeth, the rake angle, which is responsible for locking of the expandable locking ring under load. This worn condition would allow the locking ring to open, resulting in the observed central body height loss. The described wear is caused by unanticipated loading and motion patterns, not predicted by preclinical testing. Secondary factors that may have contributed to making the locking mechanism more vulnerable to wear include: lubrication due to bodily fluid, non-union, inappropriate tolerances, unsufficient mechanical test setup, insufficient tooth rake angle, and eccentric central body position.

Event description:
Pt sustaining l3 to t11 and c3 fractures following a mva was implanted with synex ii and tslp plate with 4 screws at l3. Pt presented with persistent pain that was worsening in (B) (6) 2010. In (B) (6) 2010, xray showed partial collapse of synex ii. Xray taken at the end of (B) (6) 2010 showed what was estimated to be the same amount of device collapse. Pt underwent revision (B) (6) 2010 - surgeon explanted tslp and synex ii device and performed full corpectomy of the superior vertebral body due to fusion of superior endplate to the superior vertebral body. Pt was revised to synmesh and tac construct.